Event description:
After an implantation period of approx. 56 months, it was reported that the device could not be interrogated. It was decided to replace the system on the left side. The device was explanted and the lead was capped.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process of this ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The ICD underwent electrical testing. It was found that, matching the clinical observation, the device could no longer be interrogated. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured. A discharged battery was then detected. The electronic module was then connected to an external voltage source and underwent an electrical function check. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. Especially the analysis of the current uptake of the electronic module proved to be inconspicuous. The battery was returned to the manufacturer of the battery for an extensive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were checked. During the measurement of the battery voltage, the battery was discharged. A performed microcalorimetric measuement showed no anomalies. The battery was then opened, and the internal structure was visually inspected. During the visual inspection, an internal short-circuit was detected. This internal short-circuit enabled an increased battery-internal self-discharge. In summary, the ICD had been implanted for 56 months. In the context of the analysis, the clinical observation resulted from an increased battery-internal self-discharge. The electronic module proved to be without defects during the analysis.